Event description:
It was reported that a malfunction occurred on the customer's pump with a malfunction code indicating momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer received assistance from technical support in resetting the pump, which resolved the issue, and the same malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction recurred.